Manufacturer narrative:
The error logs were evaluated and a code did generate that indicates the ventilator failed to cycle at the time of the event; however, the failure could not be duplicated. The logic board was replaced as a precautionary measure.

Event description:
The customer states: at 7:45 am, when in use on a patient, an alarm occurred. The device was replaced. The customer stated, it was unknown if the device kept cycling at time of the event and there was no patient harm.